Event description:
When the physician positioned the cashmere 14 cerecyte microcoil 7 mm x 17 cm ((B)(4)), he found the coil was stretched. The coil was changed to another one to complete the procedure. This is not a potential adverse event. The patient had an internal carotid artery aneurysm on left side.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product was received for analysis, but it has not been completed. Additional information will be submitted within 30 days of receipt. Concomitant medical products and therapy dates: - unknown new coil.

Manufacturer narrative:
The procedure was coiling of the left internal carotid artery. When the physician positioned the cashmere 14 cerecyte microcoil 7 mm x 17 cm (B)(4), he found the coil was stretched. Another coil was used to successfully complete the procedure. There were no adverse consequences to the patient reported. Upon receipt, it was noted that the microcoil system was returned in almost pristine condition. It appears that the system was either not used or was cleaned/rinsed before being returned, which may have produced further damage. It is also unknown if the device was further manipulated and/or inspected post-procedurally. Therefore, any trace evidence related to the complaint may have been altered or removed prior to the return of the device. The coil was returned severely stretched as stated in the event description. Located 4.7cm off the distal tip of the green introducer is a severe kink, which is post-procedural damage. The event occurred during repositioning, therefore the most likely contributing factor to the coil stretching was due to the coil becoming anchored either on the coils already placed inside the aneurysm, on the coil itself, or on the distal tip of the microcatheter. The temporarily anchored coil was then severely stretched during the retraction movement to reposition the coil. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, 'caution: if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. Caution: if the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter.' Without the identification or the return of the unknown microcatheter used in the procedure, it cannot be determined if this component contributed to the complaint event. Review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective action is warranted at this time.